Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement was performed due to aortic insufficiency and an aneurysm of the ascending aorta. This 21 mm sjm trifecta valve was implanted. Approximately 3 years post procedure, the patient presented with dyspnea and was found to have severe aortic insufficiency. On (B)(6 )2017, re-do aortic valve replacement was performed and a tear was noted in the non-coronary leaflet along the commissure. No endocarditis or calcification was noted. A 21 mm sjm trifecta gt valve was implanted. A mitral valve reconstruction with a 28 mm edwards physio ring ii was also performed. The patient has been discharged.

Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. There was fibrous pannus ingrowth on the inflow surface of leaflet 2. No inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.